Event description:
The complainant alleged that the pilot valve was not switching. The independent repair statement confirmed the pilot valve not switching and identified this as the key failure. It was further noted to have a defective tywrap on the sieve bed. Per independent repair center statement, the unit is alarming or has a red light.